Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this is one of two medical device reports associated with the reported event. The associated impella rp flex device was reported under manufacturing report number 1220648-2024-24023.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with impella devices for mechanical circulatory support. An impella cp device was placed in right groin prior to the percutaneous coronary intervention to the left anterior descending artery. However, the patient continued to decompensate after revascularization and the decision was made to implant the impella rp flex as well. The patients hemodynamics recovered post impella rp flex insertion and pressors were able to be weaned. The patient was transported to the unit on support. The patient initially was hemodynamically stabilized after impella rp flex insertion. However after arrival to the unit, the patient began to decompensate again. Both pumps were running at p9 with no active alarms. Partial thromboplastin time remained elevated. There was significant bleeding from both impella sites. Femostop was applied at low pressure over the impella cp insertion site. Both dressings were changed and sites were assessed. The bleeding eventually began to slow down once coagulation was normalized. The next day, the patient continued to decompensate and the decision was made to place extracorporeal membrane oxygenation and remove the impella rp flex. The impella cp was maintained for left ventricular decompression. Approximately seven days later, the physician noted the patient decompensation was due to septic and the patient was vasoplegic. The impella cp was decreased due to patient having hemolysis requiring transfusion. The next day it was noted the impella cp was explanted with no further details. The status of the patient following the event is unknown. However, the patient survived the explant.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and infection/sepsis has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely due to anticoagulation management related as the bleeding improved when activated clotting time was adjusted to normal range. The root cause of hemolysis and infection was unable to be determined as limited clinical details were provided.